Event description:
On (B)(6) 2025, the user reported experiencing low blood glucose (bg) while in the early learning phase of the ilet use. Following guidance from the clinical diabetes specialist (cds), the user changed the target rate to ¿usual.¿ the agent explained that bg fluctuations are common during the adaptation period and reviewed best practices for treating lows. The lowest blood glucose (bg) recorded was 54 mg/dl. Bg was corrected with juice. The user's reported symptoms during the event included shakiness, headache, and lethargy. No medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.